Event description:
According to (B)(6),there were multiple suture breaks during tooth extraction surgeries. The clinic also noticed that the suture appeared to be a different color than normal compared to previous suture lots received. The clinic reports that this incident happened several times with multiple lot numbers for the 558cg product code, but these lot numbers were not reported to cp medical the procedure did not experience a delay greater than 30 minutes; however, this was an inconvenience for the user. No patients were harmed.